Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the suggested event "channel and forceps elevator issue during insertion of endotherapy accessories in the channel. Due to it, the physician was unable to maneuver the scope to access common bile duct and the procedure was unable to be completed" was caused by some device handling by the user. However, the root cause of the suggested event could not be identified. The event can be detected and/or prevented by following the instructions for use which state: -3.8 inspection of the endoscopic system (inspection of the instrument channel and forceps elevator: warning) "check the movement of the endotherapy accessory by operating the elevator control lever several times to raise the forceps elevator. Otherwise, the endotherapy accessory may move in unexpected directions, and patient injury, bleeding, and/or perforation may result." "Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." - 4.3 using endotherapy accessories: warning "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." "While raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator." -5.2 troubleshooting guide (endotherapy accessories) "the endotherapy accessory does not pass through the instrument channel smoothly. An incompatible endotherapy accessory is being used. Refer to ¿combination equipment¿ and select a compatible endotherapy accessory." Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that it was hard to push the cannula through the scope and also that when they are moving over the elevator, it felt like it was getting caught. The scope also felt tight and very hard to get in the right position. The customer was using a non-olympus guidewire when the friction and positioning issue occurred. It was further clarified that the procedure was not cancelled.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. New information added to the following fields: b5 and d10.

Manufacturer narrative:
The suspect device referenced in this report was returned to olympus for evaluation. There was no problem found with the forceps passage and forceps elevator lever. Findings included minor play on the knobs, minor scratches and insufficient glue around the holder ring, tiny chip on the objective lens and light guide lens, flabby bending section cover, cracked bending section cover glue, dry control body, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2024-00050.

Event description:
An olympus representative initially reported on behalf of the customer that after receiving the duodenovideoscopes back from repair, they are still experiencing channel and elevator issues with items having issues with friction when sending items down the scope channel. The doctors are also having issues getting in position with the elevator. This is reportedly an ongoing issue for all cases requiring the scope and have been observed in both therapeutic and diagnostic procedures. The intended procedure was an endoscopic retrograde cholangiopancreatography (ercp), which could not be completed as the physician was unable to maneuver the scope to access the common bile duct. The procedure was deferred to interventional radiology (ir) and completed with ir. The patient is stable. Olympus received further information clarifying that the issue was seen in two scopes (with serial numbers (B)(6) and (B)(6)); however, the customer could not identify which specific scope was involved in this event. The ercp procedure was unable to be performed and there was a delay in patient care that resulted in deferment to the ir department for intervention. The customer then clarified that procedures were being done urgently and were deferred to ir immediately for completion of procedures. The patients are stable. The device was inspected prior to use. Olympus later received additional information indicating that the issue occurred in every scheduled ercp procedure for all patients of all ages, weights, genders, and ethnicities since (B)(6) 2023. The customer refused to provide specific event dates. The customer further stated that after having the olympus representative assess the scopes, present to ensure proper use, and evaluation reportedly by olympus, it was determined per the olympus representative to send these scopes back citing "out of box failure". The customer later reiterated that physicians are unable to perform the ercp procedures; some get cancelled, and some get rescheduled. The physicians stated that the scopes are not usable. In-service and training were performed but the issue persisted. The customer further indicated that a lot of patients need additional procedures due to the scope being "incompetent." The customer was asked but did not provide details for each case.